Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, when the iol was being inserted, the leading haptic came out straight and caused posterior capsular rupture. The lens was removed during initial procedure and replaced with sulcus lens. The procedure was completed on the same day. Additional information has been requested.